Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device was dropping clips. There was no pt consequence.

Manufacturer narrative:
Added add'l info, device was not returned for evaluation.